Manufacturer narrative:
Retainer ring= black. Case type = ngp. Customer returned pump due to alleged pump error 41 & pump error 42 and were found on (B)(6) 2023. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self -test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No pump error 41, pump error 42 noted during testing. No alerts/alarms/anomalies noted during testing. Pump error 41 & pump error 43 occurred on (B)(6) 2023 10:46 am on event date in history files. Pump error 42 was not found on event date in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label. Pump error 42 is not confirmed. Pump error 43 & pump error 41 is confirmed due to being found in history files and other motor defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had reported pump errors 41 and 42 during basal delivery. No harm, requiring medical intervention was reported. The troubleshooting was performed and the customer cleared the alarms and completed the pump rewind successfully, performed the self-test, and passed, the customer was unable to perform the displacement test. The customer will continue using the insulin pump on receipt and replacement of the pump, which will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.